Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "I have a new transmitter" message occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error was determined to be a transmitter failed error. The reported event of a "I have a new transmitter" message I is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.